Event description:
The complaint was reported as: the circuit will not pass the leak test. The complaint alleges that the pressure line port on the wye is bad. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval.